Manufacturer narrative:
The investigation for the reported thrombocytopenia and access site bleeding has been completed. The device was not returned for evaluation. However, clinical details provided was sufficient to determine the root cause. Clinical details states that the activated coagulation time (act) was noted at 240 seconds initials and then found later to be 407 seconds with complications. The cause of the thrombocytopenia issue was most likely patient condition related and unknown relation to impella due to insufficient clinical details. The cause of the access site bleeding issue was most likely anticoagulation management related due to high patient act values per clinical review. Section h6 : the clinical codes in section h6, was inadvertently left out in the initial report which has been added to this report.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a 47-year-old male undergoing high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The patient had lab values indicating loss of platelets and loss of renal function. The patient had to receive an unknown amount of units of blood and the pump had to be explanted.